Event description:
It was reported that post-coronary drug eluting stenting treatment procedure, an unspecified patient injury occurred. The target lesion location and lesion characteristics were not reported. An unspecified taxus express2 stent was implanted in the patient. At some pont post-procedure, the patient was reported to have experienced an "injury". No further information is available at the time of this report.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information received, a supplemental medwatch will be filed.(B) (4).